Event description:
A surgeon reported that an intraocular lens (iol) was noted to be damaged upon receipt. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent-gusset and distal area. One haptic was broken/torn-distal tip (not returned). Optic was torn/split/cracked against a post of the lens case. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. There have been no other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).